Manufacturer narrative:
One opened/used sensor was inspected, the cannula was broken in half and missing unable to confirm if customer received the sensor in said condition as sensor was returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that sensor never initiated and when removed, electrodes were missing from sensor. Twelve boxes of sensors will be replaced as there were continuous problems with sensors from said particular lot. No further information provided.